Event description:
It is reported that the patient presented two lesions in the rca; an ostial lesion and a more distal lesion. A 2.5mm x 14mm endeavor drug-eluting coronary stent was implanted in the ostial lesion. Difficulties were encountered when attempting to cross this previously deployed stent with the 2.5 x 12mm endeavor sprint drug-eluting coronary stent device to treat the distal lesion and excessive force was applied. It was indicated that the physician did not notice that the stent had dislodged. It was later confirmed that the guide catheter, all equipments and the surrounding area was inspected for the presence of the dislodged stent, however, it could not be located. A review of ivus images in the hospital suggested that the stent may have dislodged in the newly deployed proximal stent, the physician inflated a balloon within the stent implanted to the ostial lesion in the hope that the dislodged stent, if present there, would be crushed against the vessel wall. It is reported that the distal lesion was never treated. The patient is reported to be fine and no other sequelae were reported. The endeavor sprinter 2.5 x 12mm device was inspected prior to use with no abnormalities noted. The lesions was located in the ostial and distal rca, had 99% stenosis, and was severely tortuous with severe calcification. The physician had pre-dilated the lesions and no difficulties were encountered with the device or the pre-dilation procedure. It was confirmed that the lesion exhibited 80% stenosis after pre-dilation.

Manufacturer narrative:
Evaluation codes conclusion: (excessive force). (Severely tortuous, severely calcified lesion. 80% stenosis). (Previously deployed stent). Patient code: other (secondary intervention required, stent crushed into the vessel wall with a balloon).